Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection, the reported event was confirmed through photographs. Varying colored images were detected. The image error was traced back to the cable unit. Furthermore, oste identified the following: - there was foreign materials in the objective lens. It is likely that this issue is attributable to a manufacturing error or due to improper handling. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a video telescope reported an occasional flicker of image interference during rotation. The reported issue was found during inspection of the device. There was no patient injury or adverse event reported to olympus.